Manufacturer narrative:
Unk as model and lot numbers were not disclosed.

Event description:
It was reported the pt was admitted to the hospital complaining of headache. Pt was subsequently diagnosed with two intracranial aneurysm. An anterior communicating artery (acoma) and basilar tip artery. Non boston scientific coils were used to treat the acoma aneurysm, although some difficulty was noted with placement of the first coil. However, the coil was safely removed and all other coils were placed without incident. For the second aneurysm coiling, a wingspan stent was placed in the distal basilar artery / proximal posterior cerebral artery (pca) and non boston scientific coils were used to fill that aneurysm as well. The procedure was uneventful and pt was moved into the recovery room. Post-operatively day 1, the pt complained of slight numbness in the right hand and foot which resolved. A CT scan of head showed no acute abnormalities, and the pt was discharged in stable condition.